Manufacturer narrative:
E1.initial reporter address (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified shunt. A 5.00mm/2.0cm/50cm was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres for one second upon first inflation. The device was removed without any problem and the procedure was completed with a different device. There were no complications and the patient is in good condition after the procedure.